Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3961 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that : "a defect on the cath product. Patient came to receive his treatment. PICC line carrier 1 way. During the manipulation, I notice a spontaneous blood reflux which indicates a defective anti-reflux valve."